Event description:
It was reported that when an asymptomatic patient presented in the clinic for a follow up, post paced t wave over sensing on the ventricular lead was noted on the real time egm. The ICD was reprogrammed and remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.